Event description:
Because of the medtronic infuse that was implanted during my spinal surgery I've had many problems including pain, nerve injuries, and mental anguish. I'm worried things will get worse.